Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's new implantable cardioverter defibrillator exhibited low high-voltage lead impedance for configurations that included the can. The configurations were reset on the device and all impedance values were in acceptable range values. Patient was stable but felt sick during device testing.

Manufacturer narrative:
Correction: (B)(4).